Event description:
It was reported via trial that the target lesion # 1 was treated with pre-dilatation, placement of a 4.00 x 18 mm promus stent, and post-dilatation which resulted in a dissection within the target lesion. After the stent was deployed some intraluminal defect compatible with thrombus was visualized, treated with a second stent. Target lesion # 2 was located in the mid left anterior descending artery (lad) with 80% stenosis, length of 18 mm, and reference vessel diameter of 3.5 mm, treated with pre-dilatation and placement of a 3.50 x 18 mm promus stent with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. (B)(4)

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection and thrombosis are listed in the instruction for use as known potential adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.